Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2018-00378. It was reported the patient underwent a lead revision procedure on (B)(6) 2018 to address a lead migration (reference MFR. Report: 3006705815-2018-00201). Reportedly, the procedure was extended due to difficulty placing the lead at the desired location due to scar tissue. One lead was left at t9-t10 and the other was explanted. Surgical intervention is pending to implant a new paddle lead due to the patient only receiving partial coverage.